Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of system error 346 was not verified or confirmed. A review of the event history log did not find evidence of the reported system error 346 but instead found system error 345 messages which is likely what the customer intended to report. No system error 345 alarms occurred during evaluation however the device was found out of specification. The cause was determined to be a failed thermistor of the upstream assembly. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 346 (thermistor adc error) during testing in the biomed service department. There was no patient involvement. No additional information is available.